Event description:
Customer's wife reported the customer has an aviva system and an advantage system, is unsure which was used in this incident. She reported blood glucose results of 80 mg/dl on the customer's system and 363 mg/dl within 10 minutes on a professional system. Customer was hospitalized, no treatment information provided. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for aviva system. Please see medwatch with a1 patient for report on advantage/comfort curve system.